Event description:
A report was received that the patient had meningitis. The physician believed that infection was procedure related. The patient underwent an explant procedure and was treated with antibiotics. The patient was doing well post-operatively.

Manufacturer narrative:
Sc-1132 sn (B)(4): device evaluation indicated that the ipg passed performance test performed. Visual inspection found that the associated splitter is stuck in the ports. The associated lead's retention sleeve/spacer is damaged. The lead damage is typically caused by the removal of the lead from the header without loosening the ipg set screws. Sc-2316-50 sn (B)(4): device evaluation revealed that the lead was cleanly cut from the proximal end. The damage to the device is consistent with damages during explant procedure and is not considered a failure. Sc-2316-50 sn (B)(4)/ sc-3400-30 sn (B)(4): device evaluation indicated that the lead passed visual test performed. The lead is intact and no parts of it are missing. Sc-3400-30 sn (B)(4): device evaluation revealed that the retention sleeve and its adjacent spacer end are damaged. This type of damage is usually caused when the lead is pulled without loosening the ipg setscrew. This damage most likely occurred during the explant procedure. Sc-4316 lot#16160063: device evaluation revealed that one of the clik anchors has torn eyelets. The other clik anchor exhibits normal characteristics.

Event description:
A report was received that the patient had meningitis. The physician believed that infection was procedure related. The patient underwent an explant procedure and was treated with antibiotics. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #:(B)(4), description:infinion 1x16 perc lead kit-50cm, model #: sc-3400-30, serial #: (B)(4), description:infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility.